Event description:
The customer reported on (B)(6) 2014 he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: time: 10:30 am, bg (mmol/l): 16.0, (mg/dl): 288. Cho (g): 55, bolus (u): 15.0. There was insulin leaking and upon further inspection he noticed the cannula looks a little bent. The pod was then deactivated.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.